Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted in the left anterior descending artery and circumflex. Approximately 7 months post index procedure the patient experienced upper gastrointestinal hemorrhage. Patient was on dapt 24 hours prior to the event. Patient was treated with a change in medication. Investigator and sponsor assessed the event as possibly related to the antiplatelet medication and unlikely related to the device. Patient is recovering.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.